Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose reading of 350 mg/dl. The customer stated that she was throwing up and passed out. The customer has been under a lot of stress with a full time job and full time student in college. It was stated that the doctor did not believe it was the device and advised her that it could be a virus or stress. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.